Event description:
It was reported that this pacemaker reverted to safety mode. Boston scientific technical services recommended device replacement. This device remains in service and the possibility of delaying replacement was discussed. No adverse patient effects were reported.